Event description:
Additional information was provided to manufacturer by chief of fire rescue on (B)(6) 2013. Customer stated that they were responding to a call reported by a bystander. Bystander recounted that he found the patient unresponsive in his/her vehicle in an apneic and pulseless state. The onset of this event occurred 15 minutes prior to the ems call. Bystander also expressed that he was unable to remove the patient from the vehicle due to the patient¿s size. Patient was approximately (B)(6). Once the crew arrived, patient was removed from the vehicle and manual CPR was initiated, followed by deployment of the autopulse device. Oropharyngeal airway (opa) was removed and a 5.0 laryngeal mask was established, which was confirmed by auscultation of bilateral breath sounds, digital co2 and negative auscultation of the epigastrium visualization of the chest rising with ventilation. The patient¿s condition was improved. It is unknown if rosc was achieved. Following these events, it was noted that the autopulse device "malfunctioned" (exact failure description not provided by the respiratory team). Manual CPR was resumed. An 18g IV was placed in the antecubital right arm with success. Blood was not drawn and it was noted that the patient¿s condition remained unchanged. Epinephrine was then infused intravenously and the patient¿s condition did not progress. Crew departed from location of the scene and the patient was transported to (B)(6) medical center by an ambulance. The hospital was 3.42 miles away from the scene of the incident. Sodium bicarbonate was then infused intravenously and patient¿s condition still remained unchanged. IV infiltration and intraosseous infusion (io) attempts on lower right extremity were unsuccessful due to patient's size/edema. Crew continued CPR, rechecked laryngeal mask airway and bilateral breath sounds with ventilation. Rosc was not achieved as patient did not regain a pulse. Events that may have occurred at the hospital were not provided. Patient care was transferred from customer to ER staff.

Manufacturer narrative:
Please note that statement: "it is unknown if rosc was achieved" provided on first follow up is incorrect. Rosc was not achieved as patient did not regain a pulse. The autopulse platform (s/n (B)(4)) was returned for evaluation. The archive indicated that multiple user advisory 18 (max take-up revolutions exceeded) and user advisory 28 (loss of clutch connectivity) faults had occurred. Also, the archive showed that a latch error 71 fault had occurred on (B)(6) 2013. Since it is known that error 71 can lead to the "system error' revert to manual CPR message being displayed, the complaint is considered confirmed based on this observation.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse resuscitation system displayed a "system error" revert to manual CPR message. Additional information was received on (B)(6) 2013, whereby customer indicated that manual CPR was initiated for approximately 10-12 minutes. The current condition of the patient is deceased. No additional details were provided, however manufacturer has requested additional information regarding sequence of events surrounding patient's death.